Event description:
On 03/12/2024, intuitive surgical, inc. (Isi) received user facility report stating: "prograsper popped out of hinge while in patient connected to robot. Progasper was removed and replaced."

Manufacturer narrative:
Isi has requested for the 8mm prograsp forceps instrument to be returned for additional investigation regarding the customer-reported complaint. As of this date, the product has not been received.